Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, response buttons non-functional) has been confirmed.  Upon investigation the monitor failed incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. In addition, the rear response button was intermittent. The cause for the failure was isolated to the button's metallic dome being off center. The root cause for the damaged connector was excessive force. The root cause for the damaged response button was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and response button's were non-functional.